Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with dry eye in the left eye, at the one day postoperative visit. A dry eye regimen was prescribed and the symptoms improved significantly. Another report is filed for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).